Event description:
Stent exchange. "The pt was admitted to the operating room for a stent exchange. This pt had a silhouette stent insertion last month and this stent is supposed to be used for long term or chronic use. The stent failed and the pt presented with hydronephrosis on a solitary kidney. Therefore, the stent was removed and a different stent was inserted 2 weeks later."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.